Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing leaked in the pump while connected to a patient. There was no report of patient harm.

Event description:
The customer reported that the tubing leaked some cefepime in the pump while connected to a patient. There was no report of patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Manufacturer narrative:
The customer¿s report of leaking tubing was confirmed. Visual inspection showed no anomalies. Functional testing showed a leak from the lower fitment. The root cause of the leak was an ineffective bond between the tubing and lower fitment resulting from an insufficient amount of solvent having been applied at the bond site during manufacture of the set.

Event description:
The customer reported that the tubing leaked some cefepime in the pump while connected to a patient. There was no report of patient harm.